Manufacturer narrative:
By checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found on a total of 88 items manufactured with the same lot#. According to our records, at least 77 out of 88 femoral heads with lot #1102453 have been implanted and this is the only complaint received on this lot #. Explants analysis: explanted modular head and lock bipolar head have been received by limacorporate for further analysis. Dimensional analysis was performed on the returned modular head. No out-of-tolerance dimensions which could have contributed to the event were detected. X-rays analysis: limacorporate received one x-ray referring to pre-op revision surgery. The x-ray received - dated (B)(6) 2021 - has been evaluated by a medical consultant. Following, the medical consultant comments: "the x-ray shows a clearly dislocated cup, no wonder that the head dislocates as well. The cup definitely is loose and the head is out of the cup. Stem is ok. The dislocation of the bipolar occurred as a result of the fall. It cannot differentiate which component dislocated first: the dislocation out of the acetabulum or the head out of the bipolar or both at the same time. All is possible but cannot be attributed to some failure of the components". Considering that: the check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #1102453; no out-of-tolerance dimensions which could have contributed to the event were detected on the modular head returned to limacorporate; according to the medical expert, "the dislocation of the bipolar occurred as a result of the fall"; we can state that the event was patient related. Pms data: according to limacorporate pms data, revision rate of modular heads - belonging to the family codes 5010.09.xxx - due to dislocation is very low (< 0,01%). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Hip revision surgery performed on (B)(6) 2021 due to dislocation of the femoral modular head - s ø28mm (product code 5010.09.281, lot# 1102453). According to the complaint source, the patient had a fall getting off a bus, and visited the hospital. It was reported that during the revision surgery, the dislocated head returned to original appropriate position. The femoral head and the lock bipolar self-centering head dia. 46mm (product code 5527.09.460) were explanted and replaced with new components. Primary surgery took place in 2014. Patient is a male, 63 years old. Weight: 60 kg, height: 165 cm. Normal activity level. Event happened in japan.

Manufacturer narrative:
By checking the dhrs, no pre-existing anomalies were detected on the 88 modular heads placed on the market with lot #1102453. This is the first and only complaint received on this lot #. We will send a final MDR once the investigation will be completed.

Event description:
Hip revision surgery performed on (B)(6) 2021 due to dislocation of the femoral modular head - s ø28mm (product code (B)(4), lot# 1102453). According to the complaint source, the patient had a fall getting off a bus, and visited the hospital. It was reported that during the revision surgery, the dislocated head returned to original appropriate position. Primary surgery took place in 2014. Patient is a male. Event happened in (B)(6).